Event description:
It was reported by service report that the fowler will not lower evenly or to the full flat position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Carriage bolt failed causing fowler lever arm to be stuck under fowler.